Manufacturer narrative:
Device evaluation: returned device was received with cracked on right plunger case and bottom case. Evidence of reported problem in event log was found. During the evaluation of the device unable to duplicate the primary audible alarm bgnd test during occlusion test. Problem source is unknown a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical cadd had primary audible alarm error. No adverse patient effects were reported.